Manufacturer narrative:
Confirmation was received that revision procedure took place and product identification was received. Additionally, product was returned for evaluation. Results are as follows: evaluation of the returned component found two worn areas which suggest that the tibial base plate and the femoral were rotated in relation to one another. The wear pattern on the medial condyle is shifted towards the anterior lip and a spot was noted that has started to delaminate, but has not separated from the bearing. In the main wear zone, there were divots in the polyethylene that may have been caused by third body wear. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces."

Manufacturer narrative:
Revision of patella and tibial insert has not yet been performed. Manufacture date - the product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Upon receipt of additional information, a follow-up report will be submitted. This medwatch report is 1 of 2 reports associated with this complaint (1825034-2012-00133, 1825034-2012-00134).

Event description:
It was reported that patient underwent a maxim tkr in (B)(6) 2002. As reported, arthroscopy was performed on the patient's left knee in (B)(6) 2011 and showed synovitis, arthritis of exposed patella bone, and minor delamination towards medial aspect of tibial polyethylene. Revision of patella and tibial insert is scheduled for (B)(6) 2012. Part numbers are not known.

Event description:
It was reported that patient underwent a total knee replacement on (B)(6) 2002. As reported, arthroscopy was performed on the patient's left knee in (B)(6) 2011 and showed synovitis, arthritis of exposed patella bone, and minor delamination towards medial aspect of tibial polyethylene. A revision procedure was performed on (B)(6) 2012 and the poly patella and tibial bearing were removed and replaced.